Manufacturer narrative:
The reported ¿shocking sensation¿ at the ipg pocket site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced shocking at the ipg site following an external shock. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.